Manufacturer narrative:
The insulin pump had broken off end cap, cracked case at display window corner, battery tube threads, broken belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the bottom of the device came off. Customer's blood glucose was 244 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.